Event description:
An introduction microwire that comes in a "neff percutaneous access set" broke inside a patient and was successfully retrieved. A patient came to special procedures for a bilateral ureteral stent placement. After gaining access to the right renal pelvis, the introduction microwire was inserted and the introduction sheath put in place. The introduction wire and internal sheath were removed, per usual, and the main guidewire was placed in the patient, along with the main working sheath. The radiologist noticed something on the imaging screen in the right kidney that did not look right. He and the scrub looked at the introduction wire and saw the floppy tip had unraveled. The radiologist quickly acted and requested a snare, which he used to lasso the broken wire and retrieved it all in one piece. The rest of the procedure continued without any incident and the patient was unharmed. FDA safety report ID# (B)(4).